Event description:
The source literature reported that following the implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD), standard post-implant imaging suggested that this electrode was in an abnormal position. This was later confirmed via additional fluoroscopy and computed tomography scans. The electrode was noted to have traversed through a sternal foramen with the tip lying in the anterior mediastinum. Of note, a sternal foramen arises from the incomplete fusion of the cartilaginous neonatal sternum. Given that the sternum is one of the landmarks for s-ICD implants, it was determined that this patient condition contributed to the malposition of the electrode. This case was discussed with a multi-disciplinary team, and it was decided to explant the s-ICD system and implant a transvenous system at a later date. The surgical removal was performed successfully, and no additional adverse patient effects were reported. The s-ICD electrode is not expected to be returned for analysis, as the malposition was the result of patient condition.